Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery cap and compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: a review of the pump black box data revealed pump reboots. During testing, the battery cap did not secure properly to the pump to maintain power due to damaged threads. The battery compartment was undamaged. A power loss was duplicated; a test cap was used to complete investigation. The pump was exercised for 24 hours with the test cap, and no power interruptions were observed.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2015-correction to initial reporter name: (B)(6).